Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat analyzer scanned an incorrect patient number. An operator scanned identification number (B)(6) and the scan resulted in (B)(6). The customer scanned the patient's ID multiple times in an attempt to duplicate what the operator did and was unable to duplicate ID #(B)(6). The customer suspects the ID was manually entered by the operator, however ID #(B)(6) was confirmed on the analyzer. Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).